Event description:
It was reported in 1999 that post-operative from a protegen procedure, the patient developed vaginal dehiscence. The patient was treated with antibiotics. It is believed that the device was removed from the patient. No product was returned for evaluation.